Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was attempted due to an unknown product performance anomaly. Additional information indicated that the lead helix would not retract after physician decided to reposition lead. The lead was never in service. No adverse patient effects were reported.